Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer would not articulate on an epiq 7c ultrasound system during use. A new transducer has been ordered to replace the suspect transducer to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the flex/articulation issue as described by the customer. The device was found to be damaged. Visual inspection noted twisted cable, customer markings on cable, bite mark and scratches. Root cause for reason for return was determined. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.